Manufacturer narrative:
No immucor testing performed because cause determined to be user error covered in labeling. This report submitted in an abundance of caution. Determined to be user error.

Event description:
On (B)(6) 2016, a customer site in (B)(6) reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.